Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A manual "test sound" test was performed and failed due to low audio and the speaker test output was below specification. Functional tests were performed and failed the audio test. An internal visual inspection was performed and failed due to the speaker dust cover was contaminated. Pictures were taken. The audio speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.